Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting with 3 syringes of juvéderm® volux¿ and 1 syringe of juvéderm¿ voluma¿ with lidocaine. Two weeks later, the patient was injected with 1 syringe of juvéderm® volbella® with lidocaine and 3 syringes of skinvive¿ by juvéderm®. The patient reported that the injection ¿hurt more,¿ and the area ¿felt lumpier¿ post-injection. A month later, the ¿soreness¿ continues, and the patient experienced ¿erythema/edema.¿ via video call, the patient was diagnosed with an ¿infection¿ and was treated with 500mg cephalexin 4x day. However, the treatment caused ¿nausea and canker sores¿ in the patient¿s mouth and ¿headaches.¿ two days later, the patient reported the ¿irritation had worsened¿ and ¿erythema/edema was spreading.¿ the patient iced the area to address the ¿itching.¿ the next day, the patient applied witch hazel, and black seed oil was supplemented the next day. Event is ongoing. This file captured the juvéderm® volux¿.